Manufacturer narrative:
(B)(4). The 510(k)# of similar product code of 826631: k914479. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor, after implantation, gave inaccurate readings. Microsensor was removed and another implanted to complete the procedure. No delays or adverse consequences were reported.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records for the component found tht the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. A review of finished good records was not possible, as the lot number was not provided. Evaluation of the returned sensor found no damage to the sensor or connector. There were severe indentations in the catheter material 8.5 cm from the tip. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records for the component found tht the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. A review of finished good records was not possible, as the lot number was not provided. Evaluation of the returned sensor found no damage to the sensor or connector. There were severe indentations in the catheter material 8.5 cm from the tip. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.